Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was no damage to the distal tip. There was visible deformation to the 1st, 2nd, 14th and 15th stent wraps with numerous struts raised. The protective sheath could not be loaded over the returned device. (B)(4).

Event description:
It was reported that the physician was attempting to use an resolute onyx drug eluting stent to treat a mildly calcified lad lesion. It was reported that there was no damage noted to the device packaging and no issues were noted when attempting to remove the device from the hoop/tray. The device was inspected with no issues noted. Pre-dilation was not performed as the physician commented that the target lesion did not look calcified so direct stenting was attempted. Resistance was encountered during advancement and the stent was reported to have gotten a bit stuck. The stent was pulled out and the physician noted flared ends of the stent. The procedure was continued by deploying another resolute onyx successfully after pre-dilation. No injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.